Manufacturer narrative:
Product analysis: the device returned with the sheath was present on the balloon upon return. Deformation was evident to the catheter body. Multiple areas of bunching and stretching were evident along the length of the catheter body. A detachment was evident to the catheter, proximal to the proximal balloon bond. The material was even at the detachment site, characteristic to a deliberate cut. No other deformation evident to the remainder of the device. Video analysis: one video was provided for review; it is a video of a video on a screen and is of poor quality. It appears that the video demonstrates the alleged device, in pact admiral dcb, being attempted to be withdrawn through the sheath. The balloon appears to be in its deflated state. At one point, the device is seen being advanced and then attempted to be withdrawn but it does not move into the sheath. At the end of the video, the device remained intact within the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a inpact admiral dcb balloon with a 6fr non-medtronic sheath and a 0.035 non-medtronic guidewire during treatment of a 120mm calcified fibrous plaque lesion in the patients mid superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 75% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. A syringe was used for balloon inflation. 1:1 saline plus contrast agent was used for inflation fluid. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. After the guidewire passed the lesion, a 3x120 balloon was used for dilation, and then a 5x120 chocolate balloon was used to dilate the lesion. After that, an inpact admiral dcb was used. Difficulty removing the inpact admiral balloon following balloon inflation was reported. After the dilation was completed, it was withdrawn to the sheath opening, but it couldn't enter the cross-mountain long sheath. After entering the cross-mountain long sheath with force, the friction was too great when it was withdrawn with force, causing the cross-mountain long sheath to bend, so the whole system was removed from the body, pulled with force and cut, the device was withdrawn. The device was safely removed from the patient. There was no damage to the blood vessels. The approach was damaged when the sheath was removed, but the treatment site was not damaged. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.